Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 265 mg/dl. A correction bolus was delivered to address bg. A system check was performed and the customer observed air bubbles in the tubing. A cartridge change was performed to address the issue.